Event description:
It was reported that 183 days after implantation of a 3.00x24 mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the lesion was located in-the proximal to med right coronary artery. A pre-intervention stenosis of 95% was reported. A 3.00x24 mm taxus stent was deployed in the lesion. The lesion was determined to be treated incompletely and subseauently a 3.5x24 mm liberte stent was deployed proximal to and overlapping the previously deployed 3.00x24 mm taxus stent. A post-intervention stenosis of 0% was reported with a timi grade 3 flow. The vessel was reportedd not to be calcified or tortuous. No info was reported concerning medications used pre-procedure. The pt received ic nitro and plavix during the procedure. The pt was placed on plavix, aspirin, lopressor, amaryl, actos, and pletal post-procedure. Pt complications were reported as none. The pt presented 183 days after the initial procedure with in-stent restenosis in the 3.00x24 mm taxus stent. No info was reported on the restenosis percentage. The lesions was pre-dilated and then a 3.5x32mm taxus stent was deployed in the restenosis region. No info was reported the post-intervention stenosis percentage. No info was reported concerning pt complications.